Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm during bolus. Customer's blood glucose was 290 mg/dl. Drive support cap was sticking out. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.